Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a spinal tumor surgery the dura was injured. It was further reported that there were no surgical delay and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for product operating differently than expected and resulting in non-targeted tissue exposes to emulsification, was not confirmed as the device was not returned for evaluation. Potential causes for this issue are as follows; poor tip design - sharp edges, key feature out of spec - incomplete debur, poor line of sight. Without the device, the root cause cannot be determined. Device discarded by customer.

Event description:
It was reported that during a spinal tumor surgery the dura was injured. It was further reported that there were no surgical delay and the procedure was completed successfully.